Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button anomaly. The customer¿s blood glucose was 77 mg/dl at the time of incident. Customer stated that. The insulin pump buttons were stuck while trying to deliver a bolus. Customer stated that the insulin pump button was not pressed for 3 minutes or longer and the insulin pump was exposed to a change in altitude. Advised customer that removing and reinserting the battery cap can resolve the stuck button anomaly. The insulin pump is not expected to return for analysis.